Manufacturer narrative:
Zyno medical is waiting to receive the device back from the distributor.

Event description:
The distributor reported a missed occlusion alarm to zyno medical on (B)(6) 2018. The affected device was tested by technicians on (B)(6) 2018 at the distributor facility for functionality of the occlusion alarm and the occlusion alarm did not function. Zyno medical attempted to confirm with the distributor representative that if the tubing was crimped or clamped above the unit and but the response received was moot. No patient involvement for this event.

Manufacturer narrative:
The reported missed occlusion alarm issue was not confirmed. The affected device could not be tested initially due to a non-functioning keypad. After the keypad replace, the occlusion alarm was found to perform within specifications. The device was repaired, tested, and met all specifications on 02/06/2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00019).